Event description:
The customer's weight information has been changed to 160.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance twice due to low blood glucose with unknown blood glucose levels at the time of the incidents. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer disconnected the call. The customer had questions about threshold suspend and if they could give themselves insulin when they were low. It was unclear if the customer meant the pump was over delivering or if they had given themselves a bolus while low. The insulin pump will not be returned for analysis.